Event description:
It was reported the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer's blood glucose was 1000 mg/dl at the time of admission. The husband reported the customer's heart stopped, and they were resuscitated 16 minutes later. The husband also reported the customer has lost their vision from the adverse event. It was found the customer's insulin pump was removed from their body 20 minutes prior to being hospitalized. The cardiologist also advised the customer that their high blood glucose was not caused by a cardiac issue. The husband also inquired why their reservoir was empty of insulin when they had refilled it 12 hours prior. The husband also stated they did not receive any alerts about the empty reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.